Manufacturer narrative:
Results, conclusion: no abnormalities were noted during device inspection and preparation, and the physician successfully inflated the guardwire balloon at the first attempt. (B)(4).

Event description:
The physician intended to use a guardwire temporary occlusion device to treat a lesion in the external carotid artery. No abnormalities were noted during device inspection and preparation before the operation. Pre-dilation was carried out. No resistance was felt when the device was passed through the lesion site. During the operation, the physician was able to inflate guardwire balloon for the first time. But when he once deflated the balloon and attempted to carry out a second inflation, he was unable to inflate it. The guardwire device was not moved between inflations. The device was removed and the procedure completed with a new guardwire device. There was no adverse event to the patient reported. Evaluation summary: received for evaluation was one guardwire, ez adaptor and an ez flator covered with contrast media. A piece of cut out label with original packaging information was received. The guard wire balloon, gold marker and hypo tube joint were intact. Using the returned ez adaptor and ez flator an attempt was made to inflate the guard wire balloon, the balloon inflated slightly. During inflation a stream of liquid was noted coming from the balloon while applying pressure, closer visual analysis under magnification a tear on the balloon material was noted where the leak was detected. Note - guardwire temporary occlusion <(>&<)> aspiration system is indicated for carotid use in japan but is the same as the guardwire temporary occlusion <(>&<)> aspiration system approved in us with coronary indication.